Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient¿s procedure on (B)(6) 2018, diagnostics revealed high impedances on the patient¿s lead. Troubleshooting did not resolve the issue. Lead fracture was noted. As a result, the physician explanted the patient¿s lead.

Manufacturer narrative:
Correction: section d6b - the previous explant date of (B)(6) 2018 was incorrect. At the time of surgical intervention the lead was not explanted. It was cut and remained in situ.

Event description:
Related manufacturer reference number: 1627487-2022-04692. It was reported that the lead was not explanted on (B)(6) 2018. During surgical intervention on (B)(6) 2018, the paddle lead was cut and remained in situ. The remainder of the lead that was left in place was explanted on (B)(6) 2022 (see related manufacturer reference number 1627487-2022-04692).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.